Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient weight not available from the site. The archive used in the procedure was evaluated by medtronic personnel. It was reported that the issue could be replicated on a known operational navigation system.

Event description:
A medtronic representative reported that, while in a cranial resection, a low performance error message appeared on the navigation system while navigating. It was reported that the site had merged two magnetic resonance imaging (mr) images that were blended. The software was reported to be displaying the coronal, sagittal and both trajectory views. The representative reported that the microscope was also connected to the navigation system. The site then logged out of the application software and reverted to restore functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.